Event description:
The facility administrator reported to baxter (B)(4) a blood administration set that had brown residue inside the fluid path at the junction of the tubing to the luer connection. This condition was observed before use. There was no patient involved. Therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample revealed black spots and burn marks and confirmed the reported condition. The root cause of this condition was due to degraded material created from the molding process. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.